Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over (B)(6) years. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio opc device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the needle detached from the suture and was not retrieved. The procedure was completed with another capio opc device. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.